Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit will not stay powered on and is powering off. Users swapped out console to continue treatment without issue. There was no injury or harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.